Manufacturer narrative:
(B)(4).

Event description:
A friend or family member of the patient reported that the patient's device was implanted on (B)(6) 2008. Battery depletion was found and a replacement took place on (B)(6) 2015. It is unknown what the cause of the battery depletion was, and the patient is in treatment with their status as normal. Additional information received from the manufacturer representative (rep) on 2016-sep-02 reported that the effect of the implant was good, but three years after implant the patient's mastoid process area at the back auricle began to exhibit implant rejection and abscess ulceration. The healthcare provider (hcp) performed debridement and subsequently the chest became infected. Debridement was performed on several occasions until replacement on (B)(6) 2015. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.